Manufacturer narrative:
A perforation is typically the result of excessive force combined with challenging anatomy and not a malfunction of the device. In this case, there was no alleged device malfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The reported event was not confirmed. However, the event was most likely due to procedural and/or patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was learned through review of medical records received through an ipr investigation, that a patient sustained a coronary sinus laceration and right ventricular wall perforation when an edwards catheter was inserted for an aortic valve replacement surgery. Per received medical records, the coronary sinus catheter was inserted by anesthesia percutaneously through the right internal jugular catheter. The patient became hemodynamically unstable and was assessed by tee which showed a pericardial effusion. Cpb was initiated and a right mini thoracotomy was performed and the pericardium was opened and dark blood was evacuated. To repair the injury, the mini thoracotomy was closed and a median sternotomy was performed and there was an rv perforation in the anterior lateral to the left anterior descending artery. There was also a perforation posteriorly. Multiple pledgeted sutures were placed but there was still some bleeding so additional cardioplegia was given and additional sutures were placed. The aortic valve replacement was completed and an iabp was inserted. The patient required multiple inotropes for support. Tee confirmed the right and left ventricular function was good, as it was preoperatively, and normal function of the aortic valve with no pvl. The patient was weak and coagulopathic requiring multiple blood products and cryoprecipitate. Once hemostasis was maintained, an attempt was made to close the sternum. The patient had a significant inflammatory response and edema and the right ventricle was getting compressed so the wires were removed and the chest was left open with an esmark and ioban covering. The patient started to bleed again and a small area was reapproximated and the patient ¿remained stable, but critical and was transferred to the ICU.¿ the patient became hypotensive with a v-fib arrest postoperatively which was treated with cardiac defibrillation and amiodarone. The patient required high dose pressor support. The patient returned to the or for chest washout and the chest was repacked. The patient continued to deteriorate with severe hypotension, lactic acidosis, renal failure, and liver injury. The decision was made to provide comfort care and the patient subsequently expired on pod #1.